Event description:
It was reported that the user¿s continuous glucose sensor entered warm-up and later generated an alarm indicating the sensor was unavailable, after which the sensor and ilet pump became disconnected when the pump was off the user¿s body; the user was subsequently guided to re-pair the sensor, and glucose readings resumed. Symptoms included headache and hyperglycemia with a reported blood glucose of 185 mg/dl. Outcomes included restoration of sensor communication and resolution of the disconnection after education on maintaining proximity between the sensor and pump. Investigation included remote review of device history and guided troubleshooting, including sensor re-pairing. Investigation of this case revealed loss of communication between the sensor and pump attributable to physical separation of the devices, and the user not comprehending that dosing had stopped because of this. It was concluded, based on previously established findings for similar reports, that user-related operational factors resulting in device separation caused the event.